Event description:
It was reported that there was a power on reset (por) condition. It was not overdischarged as the patient regularly recharged the implant. The patient was getting great therapy and the battery was fine at the time of the report. The por occurred a few days ago and the stimulation stopped working. The por was resolved at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, lot# serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).